Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp1017 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "that the introducer sheath began to split or frey at the skin which significantly restricted access beyond the skin. Customer had to open a new set in order to place the line appropriately using a new introducer"

Event description:
It was reported by the customer "that the introducer sheath began to split or frey at the skin which significantly restricted access beyond the skin. Customer had to open new set in order to place line appropriately using a new introducer."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath tip is confirmed and appears to be manufacturing related. One 3.5 fr x 7 cm microez microintroducer was returned for evaluation. The dilator was not returned. The product sticker label indicates lot: regp1017. The proximal end of the sheath was observed to be kinked causing the sheath tubing to be compressed. The length of the sheath contained a slight curvature. The distal tip of the sheath contained deformation which appeared to be inward bunching of the material. Microscopic inspection of the sheath tip revealed a blunt tip surface. The tip taper did not appear to be fully formed. The blunt sheath tip likely contributed to the resistance experience during insertion; therefore, the complaint is confirmed to be manufacturing related. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.